Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the ground prong on the ac power cord plug was broken off. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
During testing, the ground prong of the ac power cord plug were found to be missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.